Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred two times. The following information was provided by the initial reporter. The customer stated: blood was adhering to the inner wall of the tube and white powders remained on the bottom of the tube. This may have occurred because mix by inverting the tube was not enough; however, we are worried about this phenomenon.

Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and the customer' indicated failure mode of additive abnormality was not observed as the photo shows two tubes with the hemogard closure removed and specimen in tube has clotted. No powder additive can be seen in the bottom of the tubes. For proper additive performance in the fluoride (glucose) tube, invert filled additive tubes 8-10 times. Insufficient mixing or delayed mixing may result in incorrect test results. Bd was unable to confirm the customer¿s indicated failure mode from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred two times. The following information was provided by the initial reporter. The customer stated: blood was adhering to the inner wall of the tube and white powders remained on the bottom of the tube. This may have occurred because mix by inverting the tube was not enough; however, we are worried about this phenomenon.